Manufacturer narrative:
(B)(4). Investigation results a visual examination of the returned resolution clip device found that the clip assembly was deployed and was mashed onto bushing. The over sheath assembly was not returned. The cross pin and the slider cover were detached from the slider. A kink in the control wire was noted. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip would not release from the catheter and the handle broke. The device was pulled out from the patient and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) clip failed to release from the catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip would not release from the catheter and the handle broke. The device was pulled out from the patient and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.